Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) was returned from the county of (B)(6) coroner office with no information. Information identified in the online obituary indicated the patient died approximately nine months post implant of the ipg. A cause of death was not reported.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.